Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to all stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the screen on the station was black. A technical support specialist (tss) found that the cce-service stopped due to low disk space. A task was applied to clear older backups, and hit extended the drive to resolve the issue. The system functioned as intended after the tss troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over to all stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.